Event description:
A physician believed that his patient's generator battery was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's generator. The data was available from a date shortly after implant through a recent clinic visit 2 years later. Normal battery depletion was observed through the beginning of the implant life of the device, and impedance was within the normal limits throughout the available programming history. There was no evidence that the generator came into contact with an electrocautery device that may have contributed to an unexpected discharge of battery. On the last available date of programming history, the percent battery remaining estimate based on the programming data indicated that 51% of the battery capacity remained. No additional relevant information has been received to date. No surgical intervention has occurred to date.